Event description:
It was reported that a malfunction alarm with the code "malf 12" occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support on how to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any further issues arose.